Event description:
The device was explanted for unspecified "medical reasons." The device was explanted on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).